Event description:
The lead was explanted due to an insulation anomaly.

Manufacturer narrative:
The reported insulation anomaly was confirmed in the laboratory. Analysis noted the insulation abrasion at 6cm from the connector pin. Arc mark and three filars fractured were also noted at 6 cm from the connector pin. The lead abrasion is consistent with that produced by friction with the ICD can.